Manufacturer narrative:
H6: investigation summary: bd received one (1) sample and one (1) photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for incorrect stopper placement was observed. The photo shows one (1) tube with the rubber stopper placed perpendicularly in the hemogard shield. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for incorrect stopper placement with the incident lot was observed, as the rubber stopper was placed perpendicularly in the hemogard shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of incorrect stopper placement based on the photo and sample provided. Bd determined that the root cause of the cocked stopper/improper assembly is a bent or damaged pin at the metro with an incomplete line clearance after the jam. Awareness of this complaint will be created within the business team. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was a broken lid/cap. The following information was provided by the initial reporter and translated to english. The customer stated: "when the blood collection teacher was taking blood, the stopper was damaged when the needle was inserted, and the blood collection was stopped randomly, without causing harm to the patient or others."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was a broken lid/cap. The following information was provided by the initial reporter and translated to english. The customer stated: "when the blood collection teacher was taking blood, the stopper was damaged when the needle was inserted, and the blood collection was stopped randomly, without causing harm to the patient or others."